Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure and withdrawal difficulty occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00x20mm synergy ii drug eluting stent delivery system was advanced and the stent was deployed in the lesion. Then the balloon was deflated down. While trying to pull the delivery system back, it snagged and would not pull back. Thus the balloon was inflated up a little bit and deflated back down, then it was pulled back. While pulling it into the non-bsc guide catheter, it got stuck and the balloon was noticed still inflated. So the whole system was pulled out including the guide catheter and the non-bsc guidewire. Another guidewire was able to cross the lesion and another balloon catheter was used to finish the procedure. No patient complications were reported and the patient¿s status was fine.